Event description:
It was reported that the subject device image turned black and white. The issue occurred during a diagnostic upper gastrointestinal endoscopy. The procedure was completed using same device after the image color returned. There were no reports of patient harm.

Manufacturer narrative:
E1 facility full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.